Manufacturer narrative:
MDR 1219913-2023-00182 was initially submitted 2023-08-31. A customer from outside the united states reported observation of elevated atellica im thcg results which were discordant relative to repeat testing. It was noted that quality control (qc) results for thcg were within laboratory ranges, but results were somewhat unstable for qc level 1. Service was arranged for the affected system. The service engineer performed a comprehensive instrument service, which included adjusting the reagent probes. These service actions are considered normal troubleshooting for issues of this nature. The customer has moved on to a new reagent lot, and since the service intervention, no further concerns have been reported. The customer is operational, and no further action is required. No product issue was identified. Note: in section h6, the codes for investigation findings and investigation conclusion have been updated.

Manufacturer narrative:
A customer from outside the united states reported observation of elevated atellica im thcg results which were discordant relative to repeat testing. Thcg kit lot 348 was in use at the time. The following details are noted: samples were drawn in dry becton dickinson tubes; some samples were recentrifuged prior to repeat testing. It was noted that quality control (qc) results for thcg were within laboratory ranges, but results were somewhat unstable for qc level 1. Service has been scheduled for the affected system. The interpretation of results section of the atellica im thcg instructions for use states: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Siemens is investigating.

Event description:
The customer reports observation of elevated atellica im thcg results which were discordant relative to repeat testing. Thcg kit lot 348 was in use at the time. The customer observed thcg result discordance for two patients, where the initial results were elevated relative to later repeat testing using the same reagent lot. The lower results were consistent with expectation and considered correct. There are no allegations of patient harm, changes in treatment, or delays of diagnosis in association with the observed discordance.